Event description:
Patient sustained a proximal humerus fracture. Once the fracture site was identified, a synthes fixed angle locking proximal humerus plate was then selected and was affixed to the lateral side of the humeral head. Position was confirmed under fluoroscopy. Three provisional screws were then placed and the humeral head and shaft were reduced to each other. A 32 mm shaft screw was then placed and reduction was confirmed under fluoroscopy. Once the reduction was confirmed, the remaining shaft screws were placed. Two more humeral head screws were placed without complication. An attempt to place the 6th and final screw was then made. The drill guide was placed in accordance to the surgical technique. Upon penetrating the lateral cortex, the drill bound presumably on one of the other screws and the drill bit fractured. Upon fluoroscopy, it was confirmed that the drill bit was entirely within bone and did not penetrate into any articular surface.